Manufacturer narrative:
No parts were received by the manufacturer. Event problem and evaluation: on (B)(6) 2015, a medtronic representative, following up with the site¿s radiologic technologist (rt), reported that the imaging system needed to be re-homed. Upon following the process to re-validate home, the rt was able to verify that the imaging system functioned as expected. No further issues were reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system went into "stand alone" mode. In trouble-shooting, re-booting the system three times and re-seating the umbilical cable did not resolve the issue. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.